Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier and barcode scanner was failed. A field service engineer identified multiple software and application failures, including biometric identifier and barcode scanner not being recognized, inability to access the hardware test application (hta), and system errors occurring during application loading without specific error messages, reimaged the device and performed full testing of the station, after which no further issues were observed. User verified proper operation through inventory counts and successful scan/load functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the bio ID and barcode scanner were not functioning and were reported as broken. Troubleshooting was performed by unplugging and reconnecting the barcode scanner; however, the issue persisted and was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.